Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device would not work was not confirmed. However, during evaluation, it was determined that the neuro-tip leg had been drilled into. It was determined that the drilled neuro-tip leg was due to excessive lateral force be placed on the device causing the drill to flex and come into contact with the neuro-tip leg. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the crani-a attachment device did not work. During in-house engineering evaluation, it was observed that the neuro-tip leg had been drilled into. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.